Manufacturer narrative:
(B)(4). A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during a visual inspection. The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The drive support disk was inspected and no anomaly was noted. Results of the delivery volume accuracy test are pending.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 21 mg/dl. The customer stated that she had had a high blood glucose reading of over 400 mg/dl, which she treated with a manual injection from her reservoir with a pen. She stated that she had over-delivered insulin to herself, leading to the low blood glucose event. She stated that she had been having constant no delivery alarms prior to the event. The most recent blood glucose reading was 125 mg/dl. The customer reported that she had gone through multiple troubleshooting attempts in past related no delivery alarms, and she did not want to fully troubleshoot the larm or low blood glucose currently. She observed that the alarms occurred after about 36 hours of having inserted the infusion set; she was advised that her issue may be related to the insertion sites healing, causing possible blockage. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.